Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, resulting in recurrent urinary incontinence. The patient requested recommendations for local physicians to perform an evaluation. No surgical intervention has been performed, and no additional details were provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.